Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected but for no image and only color bar was appearing it was due to faulty rx module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited e116 (otv error), no image, only color bar was appearing, corrosion on rx module, dust deposition on rx module, dust deposition on gpu fan, dust deposition on hdd. There was no patient involvement.